Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 01-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that there was delay in bioid scanners. A technical support specialist found that delay was caused by the driver issue and scheduled the downtime for affected stations to get reinstalled the drivers to resolve the issue. The matter is still ongoing issue under the case number (B)(4) and the customer requested technical support specialist to close this case. E.1.initial reporter facility: (B)(6).

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es fingerprint scanner delayed. The customer stated that they had significant delay when they tried to login. There were no adverse events or injuries reported based on this event.